Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not duplicate the ultrasonic probe damage error, but did find the teflon pad charred and damaged, with a 1mm segment of the pad missing, exposing a small area of metal underneath the pad. Char marks were also found on the probe. Based on similar reports, a potential cause for mechanical and thermal damage to the teflon pad and probe is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that at the beginning of a diagnostic thyroid procedure, the device generated an ultrasonic probe damage error. There was no reported patient injury or device fragment fallen into the patient. It was reported that the procedure was completed using either the same device, or another tb-0535fc device from the same lot.